Event description:
The manufacturer received information alleging a ventilator's readings were inaccurate. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.